Event description:
The customer reported three (3) patients had low sodium results due to low anion gap values on their cell 2 of au5800 clinical chemistry analyzer. The customer did not report the results out of the laboratory. The customer repeated the samples with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for only one patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and was unable to determine the primary cause. The fse then replaced multiple hardware parts, which included the static brushes, sample wash syringe, buffer syringe, wash dispenser, sample probe, sample transfer, flash firmware, solenoid valve, nozzles, tubing and tubing connectors and cleaned the analyzer to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).